Event description:
The representative reported the hcp suspected an infection around the ipg pocket site; the site reportedly was incised to wash and sterilize the area. The device remains implanted and the patient is under observation. Additional information has been requested. A follow-up report will be sent if additional information is received.